Event description:
During a laparoscopic cholecystectomy procedure, the clips were scissoring when the resident fired the instrument. The surgeon though the resident was firing it incorrectly, so he fired it and the same thing occurred. Opened a new like device and it malfunctioned again with clips not forming correctly. There was no pt consequence. Case completed with another device of the same product code.